Manufacturer narrative:
Ventec performed an initial evaluation on the device and verified the reported issue but a conclusion is not yet available. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device would not ventilate. There was no patient involvement.

Manufacturer narrative:
H6: ventec performed an evaluation on the device and was unable to reproduce the reported issue. The device logs were reviewed and there was no evidence of the device failing to ventilate. The cause for the reported issue could not be determined.